Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely, by replacing the rear panel printed circuit board (pcb), core module, the front end assembly, and a power supply to address the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 17, 2009. Based on qa assessment, the product met specifications at the time of release based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a procedure the system kept restarting on its own and an intermittent system message was displayed. Additional information has been requested, but none has been received to date.